Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited episodes of noise and oversensing due to minute ventilation (mv) sensor interference. The patient is followed remotely and there was no reported impact to therapy or the patient. The physician plans to disable the mv sensor at the patient's next follow-up. This system remains in service.